Event description:
It was reported that the omnipod dash system administered an unprogrammed bolus to the patient. Blood glucose levels declined to 68 mg/dl while the pod was worn between 4 and 24 hours. The patient managed the hypoglycemia by consuming carbohydrates.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported unprogrammed bolus and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.